Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for occipital neuralgia. It was reported that the patient¿s scs (spinal cord stimulation) therapy was removed about seven years ago due to multiple issues. No further complications were reported/anticipated.